Event description:
It was reported that the lead had dislodged. High lead threshold was also noted. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix/lobe mechanism, lead stretched, apparent explant damage. Full lead returned and analyzed. Addtional analyst comment - the lead was returned with the helix almost fully retracted, blood and tissue on it.